Event description:
Customer reported issues with the buttons of the insulin pump. The blood glucose reading is 69 mg/dl. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had no response from the up or down arrow button due to corroded keypad traces. No unexpected audio anomaly or button error alarm was noted during testing. The insulin pump had minor scratches on the display window, a cracked reservoir tube lip and broken battery tube threads.